Manufacturer narrative:
The device is not available for evaluation. If additional information is available, a supplemental report will be submitted.

Event description:
The customer reported that a plum set leaked chemotherapy from the air vent, but the air vent was closed. There was patient involvement, no report of an adverse event or delay in critical therapy.

Manufacturer narrative:
The reported leak was confirmed by investigation. No product samples were received for investigation. A picture was provided by the customer documenting the reported leak from the air vent of the piercing pin. Without the return of the product a comprehensive failure investigation cannot be performed and a cause cannot be determined. A lot review was performed without any issues.